Event description:
Treatment of a horizontal (m1) segment aneurysm. During the procedure, it was reported that the third coil could not detach. A new coil of the same model was used to complete the procedure. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event was not returned for evaluation. (B)(4).